Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v846375, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that it was not possible to increase the amplitude past 1v. It was noted that a manufacturer¿s representative was going to meet with the patient. Four days later, it was reported that an attempt was being made to schedule the patient for reprogramming. Approximately a week later, it was indicated that a manufacturer's representative was meeting with the patient on june 21st to reprogram her implantable neurostimulator. On the day of the scheduled reprogramming, it was reported that the patient¿s programmed amplitude had been 1v and the issue of not being ableto increase the amplitude past that resolved with reprogramming. The reporter also indicated that when an attempt was made to increase the amplitude, the patient received a shock sensation ¿and threw that thing¿. Further clarification indicated it wasn¿t ¿serious¿ and was noted to have been ¿normal response¿ for most patients while increasing stimulation; explained as an ¿ooh and then they are unable to feel stimulation". A week later, it was indicated that the patient was doing well. There were no further reports.